Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
The patient was treated on (B)(6). Beginning on pod #2 (on (B)(6), she developed a low-grade fever and malaise. Was evaluated on (B)(6) (pod#3) with persistent fevers and found to have 1/2 bc+ for gbs. Wbc was wnl but an abdominopelvic CT revealed a 5-cm fluid collection in the uterus, no evidence of bowel perforation. An embx was performed and only a small amount of blood was expressed; no pus was noted. The patient was admitted and placed on gentamicin and clindamycin overnight with clinical improvement as of pod#4.